Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes, 10 tubes did not fill sufficiently. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes, 10 tubes did not fill sufficiently. There was no health impact or consequences reported.

Manufacturer narrative:
H.6. Investigation summary: bd received 1 photo from the customer for investigation of underfill. The photo was visually inspected and underfill was observed. Additionally, 20 retention samples from bd inventory were functionally draw-tested, and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for underfill based on photo. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. No return samples were received for this material number pstii. Additional return samples were received for a related pr for edta tubes.